Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was not able to complete a threshold test as noise in this right ventricular (rv) lead channel prevented it and the physician suspected a lead anomaly. Technical services (ts) provided a review, noting non physiologic noise on rv that looks like a lead anomaly. The lead impedances were with in range. Additionally, the stored episodes were not in date order, so likely patient had been checked with programmer that had incorrect date time. Subsequently this patient received inappropriate shocks due to oversensing of noisy signal. Per requested from the clinician, ts walked the clinician through the process on deactivating therapies. The rv lead is non boston scientific. This ICD system remains in service. No adverse patient effects were reported.